Event description:
A malfunction alarm was reported with a code that was resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump, and after assistance, the customer successfully reset the pump without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if any further issues occur.